Event description:
The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 700 mg/dl and ketones. Ketone level identified as life threatening by healthcare provider; cause of bg not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later, (B)(6) 2026 with the issue resolved. Reportedly, the customer has something "wrong with his brain" and balance problems due to the event. System check with tandem technical support confirmed the pump was functioning as intended. Reportedly, the customer went off the pump and multiple follow attempts were made by tandem customer technical support (cts) to acquire what the customer will do for insulin therapy, however, no response was received.